Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While removing a guide wire from a right s1 viper x-tab screw after it had been placed in the pedicle, the tip of the guide wire broke off inside the vertebral body. The surgeon chose to leave it as he felt it would not harm the patient. The surgery continued without any delay.